Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was damaged, which was the cause of the occasional abnormal noisy image not being recognized issue and signs of physical stress. Additionally, the coupler had stain adhered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had poor contact. The issue was found during inspection before use, the facility finished the intended procedure with another device. There were no reports of patient or user harm associated with this event.